Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. A root cause could not be determined. All information reasonably known as of 24 feb 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced three different incidents, which were associated with separate units, involving different patients. This is the third of three reports. Refer to 9611594-2026-00087 for the first report. Refer to 9611594-2026-00088 for the second report. It was reported, ¿obstruction of the jejunal extension, causing rupture of the jejunal extension itself and therefore leakage of fluid into the gastric lumen." No injury reported. Tube was replaced.